Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative learned from the customer that the operator was unable to clear the alarm because they were pressing the wrong key. The customer expressed that the problem was likely due to a user error. The service representative was not able to reproduce the reported failure during testing. All alarm scenarios were tested simultaneously and the pump responded as intended and all alarms could be cleared. A serial readout was taken and sent to livanova deutschland for evaluation. During evaluation of the readout, the pump stop was confirmed. However, the pump stop was not related to a device malfunction. The pump stopped due to a level alarm, which is the intended functionality of the device. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the s5 roller pump alarmed and then stopped during a procedure. The operator attempted to clear the alarm but was unable to restart the pump. There was no report of patient injury.